Manufacturer narrative:
(B)(4). Concomitant medical products: persona femoral component catalog # 42502007002 lot # 62967679, persona articular surface catalog # 42522200514 lot # 62871009, all poly patella catalog # 42540000032 lot # 62953629. Customer has indicated that the product will not be returned because product is discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-06146, 0001822565-2017-06150. Mw5075299. Device discarded by hospital.

Event description:
It was reported patient underwent a right knee arthroplasty approximately two years ago. Subsequently, the patient was revised due to pain since day one, bone loss in the tibia, and loosening of the implant. It was further reported that the patient was experiencing a clicking noise, limp, having to use crutches to ambulate, and grinding sensation which increased the pain prior to the revision procedure. It was also reported that the patient has alleged sleeping problems prior to the revision procedure.

Event description:
The patient was further noted to have mild effusion and popping sensation one year post-implantation. Also, patient was noted to have dislocated the right knee prosthesis. During the revision procedure, the surgeon noted the tibial component and femoral component were grossly loose. Both components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.